Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the reported batch. The returned samples observed a minor dent on the adapter inner luer, hence passed the catheter leak test. The assembly process was reviewed, the dent was suspected to be caused by adapter contacted by the gripper at the tipper station due to misalignment. The occurrence rate for leakage due to inner luer dent defect for tuas insyte products is very low (0.00005%) based on number of complaints received per sales volume in the past 12 months. Based on the complaint history review, this is the first complaint reported for leakage for this batch. Hence this is most likely an isolated case. Current control, there is functional test in place to check for catheter adapter leakage. There is also in-process visual inspection in place to check for catheter adapter damage which could cause leakage. Communication was conducted for the inner luer dent defect: ¿ communication to inyste tipper line production technician to monitor the occurrence of the adapter inner luer dent defect completed on 16 sep 2024 (refer to attachment d). The complaint batch was manufactured before the action implementation.

Event description:
It was reported that bd angiocath plus 22ga x 1in leaked the customer tried blood collection after inserting the catheter on the patient, but blood collection was not done well, and IV therapy was performed after the extension set connection, but the drug was found to leak at the connection between the extension set and the catheter hub.